Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. During this time, she felt fatigued and dizziness, which led her to seek treatment at an unknown facility. She was seen by doctor dan ngyen and was diagnosed with diabetic ketoacidosis. There was no report of death or permanent impairment.